Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified through evaluation of the photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set was leaking from the tip of the set. It was further reported there was no loose connection and that the clamp was in the closed position. The leak was observed during training for continuous ambulatory peritoneal dialysis (capd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.